Manufacturer narrative:
Correction to d(10): the initial MDR erroneously had "device available for evaluation?" Reported as no and should have been reported as yes. This has been corrected. H(10): the impella 5.5 was received and a failure investigation was completed. Upon examination of the pump, evidence of excessive force was identified via kink in the catheter near the yoke. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps from this lot evidence identified during the investigation suggests the root cause of the ventricular perforation was due to a combination of patient condition and human error.

Manufacturer narrative:
The impella cp was returned and an investigation is underway. Upon completion, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white female patient presenting with post cardiotomy cardiogenic shock for hemodynamic support using the impella 5.5 device. After successfully placing the device in the patient's ventricle, it was started without issue. During support, the anesthesiologist inaccurately interpreted the placement of the device as shallow, despite warnings from clinical representative, and advanced the device 2 cm. As a result, the device punctured the ventricular wall. As treatment, patient was placed on cardiopulmonary bypass, 2 sutures were placed, and blood products were given. After repair, support continued successfully.